Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2010 and the mesh was implanted. In (B)(6) 2016 the patient was referred by gp with possible tape exposure. On examination, a small area of mesh edge seen on right side and there was no other area of exposure. There were also no significant bladder symptoms. The mesh was released and vagina was sutured over. It was also reported that the patient did not attend follow up arranged in three months. Oestrogen vaginal cream has been given to the patient and review in six weeks planned. If there is no improvement, excision procedure under local anesthetic planned. Additional information will be requested.